Event description:
The lead was cut and capped and left insitu due to a report of loss of sensing and capture. The lead was also previously reported as a j retention wire fracture without protrusion through the outer polyurethane insulation.